Event description:
The customer reported that the system displayed a control panel error and a communication error. The control panel error will in result in the termination of the system operation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time; a service call is anticipated.